Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor broke while impacting the femoral implant. No surgical delay. All pieces retrieved

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: the investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.